Event description:
Stent broke into 4 pieces. Additional information received in 2009 - the stent separated into 4 pieces during placement. They were able to pull one out but contact is not sure how the remaining 3 pieces were removed; no open procedure required. A second stent was placed and the patient is fine.

Manufacturer narrative:
To date the product has not been received for evaluation along with limited information provided. The customer is being contacted for further details concerning the procedure and to inquire about the patient's condition.